Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing. It was recommended to consider reprogramming the device's sensitivity. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154awg implantable cardioverter defibrillator implanted: (B)(6) 2007. Product ID 694758 implantable pacing lead implanted: (B)(6) 2007. (B)(4).